Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total visit and ran dark count with/without cuvettes, which passed. The cse replaced and calibrated the reagent probe. The cse decontaminated acid, base, wash 1 and water delivery system. The cse replaced the waste pump. The cse calibrated all assays and ran quality controls, which were within range. A siemens technical application specialist (tas) ran precision testing, which passed. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The first sample obtained from the patient was tested on the advia centaur cp instrument, resulting as expected. The patient was redrawn and the new sample was tested on the same instrument, resulting falsely (B)(6). The discordant result was not reported to the physician(s). The redraw sample was auto-repeated on the same instrument, resulting lower and matching the initial result. The corrected result was reported to the physician(s). The customer also repeated the sample on an alternate platform, resulting lower than the discordant result but higher than the corrected result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.